Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator was not giving an audio alarm. The device was in clinical use at the time of the occurrence, but no patient harm was reported. Attempts were made to obtain the patient information, but no response was received.